Event description:
Extensive pelvic osteolysis in pseudotumor in mom metal-on-metal tha (citation 5 stem)

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer